Manufacturer narrative:
UDI and PMA/510k are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while driving, the patient's pump began displaying a non disposable pump clamp error message. The patient attempted to use other pump but had the same message. The patient changed cassettes and had no further issues. The patient was able to successfully continue their infusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no lot number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, DHR (device history review) could not be performed.